Event description:
It was reported that, the doctor requested a healicoil regenesorb (ultrabraid) for the procedure, the bone was prepared with the recommended instruments until the laser mark; then, the implant was passed (this had a very good fitting to the bone). The points were passed through the rotator cuff; first, the blue suture was passed, then the uncoated suture was passed, and finally, another blue suture was passed. Before we recovered each thread, there was a previous verification that it was the correct thread. At the end of passing the points, the threads were recovered to make the knotting of them, and when these were pulled in order to verify the closure of the break with the points, it was observed that the threads were no longer in the anchor. All of the surgical team agreed that the threads were recovered properly, that is why it was concluded the possibility that the support of the threads in the anchor broke off and this let them give way. In order to solve this issue, and taking advantage of the healicoil structure, doctor decided to place a twinfix ultra for the same hole and the procedure was successfully completed. No patient injury reported or significant time delay.

Manufacturer narrative:
The complaint indicated that the sutures separated from the anchor during a rotator cuff repair procedure. This was reported to have happened after the anchor was seated. Complaint indicates that a separate anchor was used in the same tunnel behind the healicoil regenesorb anchor. Only the healicoil insertion handle and two sutures were returned. It is undamaged. No anchor was returned. The consensus was that the anchor cross bar had broken. That feature holds the sutures at the distal end of the anchor during placement. Per the complaint, the sutures had been recovered and confirmed to be in their respective and proper locations. Notes say prep was completed with recommended instruments, although they were not identified. The recommended prep instrument for normal bone density is a 5.5mm threaded dilator. The crossbar fracturing would indicate too much torque or pressure was placed upon the distal end of the anchor. Please note: IFU reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause related to the manufacture of this device can be established.